Manufacturer narrative:
(B)(4). D10: item#: 00620205222, shell porous with cluster holes 52 mm, lot#: 62910365. Item#: 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot#: 66007274. Item#: 00771101140, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset reduced neck length, lot#: 65626149. Item#: 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot#: 66240769. Item#: 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot#: 66268595. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had an initial right total hip arthroplasty and, subsequently reported pain, popping and grinding noise when walking, and difficulty with movement. CT as well as exam noted leg length discrepancy. Approximately 1.5 years post-implantation, the patient had a right total hip revision. During the revision, thick capsule with posterior impingement of the trochanter on the pelvis was noted as well as a slightly retroverted acetabular cup. Trunnion was found to be clean without significant damage. The cup, liner, and head were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: h6 (health effect - clinical codes). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on (B)(6) 2023. The patient began experiencing pain, popping, and grinding with difficulty ambulating and a leg length discrepancy. The revision took place approximately 1 years and 3 months post implantation, with impingement noted as well and the cup was found slightly retroverted. Based on the information available, it remains unknown if, or to what extent, the leg length discrepancy, the slightly retroverted cup and the impingement are connected, and whether they contributed to the reported symptoms leading to the revision surgery. Therefore, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.